Event description:
It was reported that there was color distortion.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: camera head not maintaining proper color during case. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. Root cause: no problem found. Ccu serial number (B)(6) is the cause of the issue reported. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was color distortion.